Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one single use instrument. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) lobectomy procedure. There was a problem unloading the device, unable to remove the cartridge. The stapler was not able to fire. The surgeon was not able to press the green button and was not able to squeeze the handle. In order to resolve the issue and complete the case, got another stapler and reload. There was no patient harm. The patient status is alive, no injury.